Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged screw-impingement could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by department of trauma and orthopedic surgery, section for reconstructive and hand surgery, federal armed forces hospital westerstede, germany. The title of this report is ¿modified minimally invasive extensor carpi radial is longus tenodesis for scapholunate dissociation: a prospective observational study¿ published on january 31, 2017, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1186/s12891-017-1414-7. This report includes analysis of the clinical data that was collected on 54 patients, and the cases in this study range from september 2008 to june 2012. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 20 patients experienced screw-impingement, which was optionally treated with removal of the screw.